Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgical staff alleged that sparks were coming off the tip of the monopolar curved scissors (mcs) instrument. The surgical staff reportedly reused the mcs tip cover accessory on a different instrument and no further issues were observed. The planned surgical procedure was completed. There were no missing or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation was unable to confirm the alleged issue that sparks came off of the mcs instrument. The mcs instrument was placed on an in-house system for cautery testing. The mcs instrument performed with no arcing issues. Engineering evaluation did not find any signs of arcing, or burnt or char marks on the mcs instrument. Engineering evaluation also found a hairline crack at the distal end of the instrument's main tube. The hairline crack was found to be running in an axial direction and measured approximately 0.03. On (B)(4) 2013, intuitive surgical inc. (Isi) contacted the initial reporter of this complaint and obtained additional information regarding the reported event. The initial reporter indicated that the mcs instrument was used for about 5 minutes during the surgical procedure before a spark was first noticed on the distal end of the instrument's shaft. The surgical staff reportedly notified the surgeon. However, the surgeon continued with the surgical procedure. A minute later, the initial reporter indicated that a flash appeared around the same area where the spark was observed. At that point, the surgical staff claimed that electric energy arced to the patient's tissue and a small piece of floating black ash was observed. However, the initial reporter denied that there was any visual evidence of tissue damage. After the reported flash was observed, the surgical staff reportedly removed the mcs instrument. The surgical staff claimed that the tips of the mcs instrument were darkened. The mcs tip cover accessory was also removed and inspected by the surgical staff and no signs of damage were found. According to the surgical staff, the mcs tip cover accessory appeared to be correctly installed on the mcs instrument. The surgical staff reportedly re-installed the tip cover on a second, replacement mcs instrument and the surgical procedure was completed with no further issues reported. The initial reporter indicated that the surgical procedure was not recorded. The site was using a valley lab esu with 35 esu settings. The cannula was reportedly inspected with a pin gage and no issues were found. The surgical staff reportedly applied electro lube to the mcs instrument prior to installing the mcs tip cover accessory. The initial reporter indicated that the mcs instrument involved with the alleged arcing event was inspected prior to use and no issues were observed. She also denied that the mcs instrument was removed at any time before the alleged arcing event occurred. She indicated that there were no instrument collisions during the reported surgical procedure. Based on the information provided, this complaint is being reported due to the following conclusion: the surgical staff claimed that an arcing event occurred with the mcs instrument. However, an evaluation of the mcs instrument did not find evidence of arcing. In addition, there is no evidence that a serious injury occurred as a result of the alleged arcing event.